Manufacturer narrative:
Sections with additional information as of 01-dec-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-001: user had an inaccurate reference.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for negative/ no change trace results when using the ketone test strips. Customer stated she had purchased the 50 count vial of ketone test strips on (B)(6) 2021. Customer stated she had been using the ketone test strips for the past two days and had not seen any changes in her test results. Customer stated she has been following the keto diet during this time and that there should be some change in her results. Customer is using the proper testing technique. Customer stated her husband had also tested using the ketone test strips and also had no change. The product is stored according to specification (location not disclosed); the test strip lot manufacturer¿s expiration date is 10/23/2022. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer declined to perform a test during the call.